Manufacturer narrative:
There is insufficient information to conclusively determine the root cause of this event. It is unknown if excess force was used that may have contributed to the event. The product has not been returned for evaluation. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that during surgery, a femoral venous cannula was found broken and caused air embolization in the patient. As reported, after the tubing was inserted, the patient was started on ECMO for 30 minutes. The physician noted that air entered into the tail end of the cannula, and air entered into the patient. They stopped ECMO immediately and inserted the cannula, but some air embolized into the patient. The cannula was inspected before use. The patient was noted to be in ICU and slowly recovering.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of broken cannula was confirmed by visual examination. As received, cannula was observed to have several kinks along entire cannula body. Cannula was observed to be broken with exposed wire near the end of the wire-reinforced area of the cannula on the connector end. There was no other visual damage, contamination, or other abnormality found on the device. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing or supplier defect could not be identified. A definitive root cause cannot be determined. Preparation and handling of the device during use was not provided. Edwards manufacturing process has procedures in place to mitigate the possibility of cracked, kinked, or other damages prior to product release. Additionally, this product undergoes 100 percent leak test prior to product release. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and precautions: "proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use. Wire-reinforced cannulae should be clamped in the non-reinforced section located at the connector end since clamping of the reinforced section may produce permanent cannula deformation, thereby impeding flow through the cannula and risking puncture or tearing of the cannula." The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and it was found to be in control. Edwards will continue to review and monitor all events through the use of edwards quality systems. No further corrective or preventative actions are required at this time.